Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Product event summary # implant date: (B)(6) 2008, pt demographics: f, dob: (B)(6). It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2008. No additional information has been provided. A review of the certificates of analysis and packing list for the infuse bone graft kit was not possible without additional product information. Insufficient information to conclude that this event is related to product performance, manufacturing, design or labeling. No corrective action is required at this time. The data will be monitored for trends by risk management ((B)(4)) and adverse events will be reviewed at the infuse safety risk meetings. No other action is required at this time - this investigation is considered closed. If additional information is received, this investigation will be re-opened. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. "Criteria not met for escalation: not a non-conformance (manufacturing, labeling, sterility, storage conditions, shelf life), and not severity 4 or 5 in (B)(4), design risk analysis work instruction." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.